Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. It is possible excess force was applied causing the driver to break. Furthermore, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4) - incomplete. Depuy synthes has been informed that the lot number is not available.

Event description:
The sales rep reported via phone the tip of the customers 2.5mm screw/washer hex driver broke off inside the screw during an acl reconstruction procedure. No debris in patient at all, tip removed from screw. The rep was not present for the case and unaware of how it was completed but reported no adverse patient consequences with a 10 minute delay. The device was discarded by the customer facility.